Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) was contacted for further review of the stored daily threshold and impedance measurements trends. Ts reviewed the data and determined that the rv lead did not exhibit any gradual rise in shock impedances. Ts provided programming recommendations. At this time, this rv lead remains in service. No adverse patient effects were reported.